Event description:
Suture broke way before tension on cuff was achieved; it happened twice. It was stated that the anchors were left in the patient. No ancillary devices were used with the anchors.

Manufacturer narrative:
Device is not being returned for evaluation. (B) (4)